Event description:
Edwards learned of a bioprosthetic mitral valve that required valve in valve intervention due to stenosis and degradation secondary to calcification after an implant duration of 6.5 years. This is the third mitral valve replacement for this (B)(6) female who initially presented with shortness of breath and fatigue. The patients outcome is noted as nyha I. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.